Manufacturer narrative:
Product ID: 3389-40, lot# 0206023932, product type: lead. Product ID: 3389-40, lot# 0 206020674, product type: lead. Product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported the parkinson¿s disease patient¿s ¿symptom got improved after surgery¿ initially and that ¿the patient complained the effect was poor¿ at the time of report. The patient reportedly ¿thought it was caused by surgery.¿ the patient was redirected to the hospital for a device check by their healthcare provider (hcp). The hcp reportedly ¿said it was not related with product quality.¿ the patient had ¿movement symptoms of parkinson¿s disease accompanied by psychiatric symptoms¿ at the time of report. There had been ¿no troubleshooting¿ performed with ¿no¿ known cause at the time of initial report. It was ¿unknown¿ whether the patient was receiving 50% or greater symptom reduction or effective therapy. Additional information has been requested; a supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2014-24524 for information regarding the patient¿s other ins.